Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the joystick will lock up and you are unable to turn it off.